Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. The patient underwent a concomitant ablation and watchman procedure. The ablation procedure was performed with a non-boston scientific (bsc) opal mapping system and farapulse pulse field ablation (pfa) system. A pulmonary vein isolation (pvi) and posterior wall (pw) ablation were performed prior to advancing intracardiac echocardiography (ice) to the left atrium to obtain measurements and implant a closure device. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. Several hours after the procedure, the patient presented with chest pain and nausea. During the procedure, nothing appeared to deliberately contribute to the undetected perforation or cause of the effusion. The only noted off-label occurrence was when the physician elected to use a non-bsc sheath instead of one of the on-label watchman access system sheaths. At no point did the patient's vital signs change, and no effusion was noted immediately pre- or post-procedure. The effusion was noted several hours later, and a transthoracic echocardiogram (tte) confirmed the effusion. The patient was brought back to the cath lab for an emergent pericardiocentesis, during which approximately 120cc of blood was drained. The patient received a blood transfusion and vital signs remained stable throughout. The effusion was successfully drained. The patient stabilized and is expected to fully recover.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review. A review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0038057210. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade (additional device required), chest pain, nausea, and perforation (imaging required, hospitalization, blood transfusion). Risk review: a risk review was completed and confirmed that the events of pericardial effusion with cardiac tamponade, chest pain, nausea, and perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. The patient underwent a concomitant ablation and watchman procedure. The ablation procedure was performed with a non-boston scientific (bsc) opal mapping system and farapulse pulse field ablation (pfa) system. A pulmonary vein isolation (pvi) and posterior wall (pw) ablation were performed prior to advancing intracardiac echocardiography (ice) to the left atrium to obtain measurements and implant a closure device. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. Several hours after the procedure, the patient presented with chest pain and nausea. During the procedure, nothing appeared to deliberately contribute to the undetected perforation or cause of the effusion. The only noted off-label occurrence was when the physician elected to use a non-bsc sheath instead of one of the on-label watchman access system sheaths. At no point did the patient's vital signs change, and no effusion was noted immediately pre- or post-procedure. The effusion was noted several hours later, and a transthoracic echocardiogram (tte) confirmed the effusion. The patient was brought back to the cath lab for an emergent pericardiocentesis, during which approximately 120cc of blood was drained. The patient received a blood transfusion and vital signs remained stable throughout. The effusion was successfully drained. The patient stabilized and is expected to fully recover.